Event description:
Additional information received reported that the patient had sedation symptoms related to the event in addition to the previously reported. Regarding the patient outcome and status update, the reported noted the patient to be 'doing ok.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a return of patient symptoms noted as increased baseline pain. The patient had increased pain for the past week. The patient was seen in the emergency room and was admitted to the hospital. The physician believed the pump was operating appropriately and the plan was to increase the dosing from 6mg/day to 6.6mg/day. The patient's symptoms resolved with titration up of the dose. The logs were checked and the programming was correct. The pump was delivering morphine, clonidine and bupivacaine.